Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was an incident when implanting an implantable pulse generator (ipg), when it was implanted it was pacing the pocket (it may not have been programmed to bipolar before implant) and the ipg could not be interrogated. After turning the programmer off and on again it still wouldn't interrogate so another programmer was used and the ipg could be interrogated. However the ipg was then in back-up mode. It was fine once programmed back with normal lead checks. It was questioned if the programmer had caused this back up mode. The status of the programmer is unknown and the device is still in use. No patient complications have been reported as a result of this event.